Event description:
Rptr alleged the following discrepant results when comparing blood glucose on the inform system with laboratory results taken within 10 mins. No treatment or action based on results reported. No serious adverse event reported. A request was made for return of the suspect product and replacement was sent.